Event description:
It was reported that the patient presented to the hospital experiencing an intrinsic heart rate in the 40's. The pulse generator exhibited no magnet rate and could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found no output or telemetry during interrogation. The device was at end-of-life (eol) due to normal battery depletion. After replacing the battery, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.